Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device could not be interrogated with two separate programmers. The interrogation was still not possible after using different methods-with or without the rf wand. The patient was asymptomatic. The device will be explanted. No further information is available at this time.

Event description:
New information received notes the device was explanted. The patient was stable post-procedure.

Manufacturer narrative:
The reported event of communication failure was confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. The cause of the field event is a u2 failure.

Manufacturer narrative:
Correction-: (B)(4).